Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was 323 mg/dl at the time of the incident. Customer stated that his blood glucose was high due to his pump turning off. Customer stated that his pump was eating up batteries every day. Customer also received low battery alarm. Customer advised to monitor the pump and call back if issue recurs and revert to back up plan. The device will not be returned for analysis.